Event description:
Additional information received reported due to the x-ray revealing the catheter was out of the spinal canal, it was providing no pain relief. It was reported the revision surgery took place, to replace the catheter. The pump rate adjustments then started over, with weekly adjustments to reach a therapeutic dosage again. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported at one time the patient had asked about the catheter and if it was implanted correctly. A device manufacturer involved with the case reviewed with the patient that the health care provider (hcp) anchors the catheter and does a good job with implantation. It was reported as to the question of why the catheter came out, no one understood why. It was reported the previous 8711 catheter was not returned.

Manufacturer narrative:
Product ID 8711 lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter product ID 8598a lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the pump was currently turned down ¿because the catheter is out of place¿. An x-ray had been done on 2013 (B)(6) to confirm the catheter was out of place and the pump was turned down on (B)(6) to ¿maintain flow rate¿ at ¿bare minimum¿. It was reported "it" had been ¿down¿ for 8 weeks. The pump was infusing dilaudid. It was later reported that the patient was waiting for a catheter revision surgery. The caller was trying to reach a manufacture representative and wasn¿t sure if the delay was a scheduling issue or related to insurance. There were no falls or traumas to give an explanation for the catheter moving. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Report source company rep. Is also applicable to this event.